Manufacturer narrative:
G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an artisse device that had resistance and positioning/deployment issues. It was reported that the patient was undergoing an aneurysm treatment procedure. It was difficult to deliver/deploy the artisse and force was needed. Due to the force used for deployment, the microcatheter was pushed out of the aneurysm and the artisse was incorrectly opened in the parent vessel. Therefore, the physician resheathed the pipeline, but this too required significant force for resheathing. The artisse was removed and replaced with another of the same size device. The catheter was also replaced. The procedure was completed successfully after the system was replaced. There was no harm or injury to the patient. Additional information was received stating that the aneurysm was a saccular left internal carotid artery (ica) aneurysm measuring 3.3mm in width and 4mm in height. Vessel tortuosity was moderate. A rebar¿18 catheter was used; however, the lot number could not be provided. A continuous catheter flush was administered and maintained as indicated in the IFU. No causes or contributing factors for the resistance or deployment issues were identified, and the issues reportedly began when attempting to resheath the device before it was introduced into the catheter.